Event description:
It was reported that the patient underwent a surgical procedure involving their artificial urinary sphincter (aus). It was said that the device was functional, but the balloon herniated out of place. The existing device was removed and replaced with a new aus system. No further information was reported.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm a product non-conformance. The reported patient event is a known risk associated with implants of these device as indicated in the instructions for use (IFU). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The cuff, pump and balloon were visually and microscopically inspected, and tested for leaks. The components passed all testing. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving their artificial urinary sphincter (aus). It was said that the device was functional, but the balloon herniated out of place. The existing device was removed and replaced with a new aus system. No further information was reported.